Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt reported they are not feeling stimulation. Reviewed therapy and stimulation overview and expectations. Technical service agent inquired if pt was getting 50% reduction in symptoms despite not feeling stimulation and pt reported they are maybe getting 35% reduction in symptoms. Walked pt through connecting with ins and reviewed how to increase stimulation. Pt confirmed therapy was on at 1.3v and increased stimulation on call to 1.6v. Pt confirmed feeling stimulation comfortably at 1.6v. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time. Additional information was received from the patient on (B)(6) 2021. In response to the inquiry for if the cause of the stimulation issues had been determined, the patient replied ¿unknown,¿ and in response to the inquiry for what most likely caused or contributed to the issue, the patient replied ¿it is still not working. Only works 2 days then stop again.¿ in response to the inquiry for what steps had been or would be taken to resolve the issue, the patient replied ¿what can I do,¿ and replied ¿no,¿ the issue had not been resolved.